Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced an infection with his artificial urinary sphincter (aus) device that was implanted in (B)(6) 2019. The physician is unsure when the infection was diagnosed. All components were explanted and replaced.